Event description:
It was reported that during implant. Device interrogation revealed high lead impedance on the lead. The physician elected to explant and replace the lead. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.